Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a patient, the ventilator alarmed for high o2 concentration and restricted pressure and volume delivery. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was noted that the issue with generated alarms occurred after hospital biomed had completed preventive maintenance. As precaution, preventive maintenance was again performed. The reported alarms could not be duplicated. No parts were returned. Functional checks were performed and the ventilator was cleared for clinical use. Received device logs confirms the reported alarms for high o2 concentration together with alarms for volume delivery restricted and pressure delivery restricted. The set ventilation mode was simv prvc (synchronized intermittent mandatory ventilation and pressure regulated volume control). In a prvc mode the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to the set upper pressure limit. The alarms for volume delivery restricted are generated when the set volume is not attained, due to imposed restriction of the set upper pressure limit. The alarms for pressure delivery restricted are generated when the inspiratory flow exceeds the allowable inspiration flow range and it indicates a leakage situation. Several other alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; respiratory rate low, expiratory minute volume low, peep low (positive end expiratory pressure) and patient circuit disconnected.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).